Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 465 mg/dl and 119 mg/dl on a patient within 10 minutes on the inform system. No adverse event reported. Requested return of suspect device.